Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, psychological disorder, smoker, periodontal disease, infection, swelling.